Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the a distal hole was uncoated of a device sterile package. The femur prosthesis was implanted in patient which can lead to post operative complications.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as zimmer biomet warsaw does not hold design control on this product. The event will be reported under UK's MFR number (3002806535).